Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) -incomplete. The expiration date is not currently available.

Event description:
It was reported that the implant misfired while inside the joint space. There was no patient harm. The implant was removed from the joint space with arthroscopic grabber.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned as it was discarded, therefore is unavailable for a physical evaluation and cannot be confirmed at this time. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that a non-conformity #(B)(4) was generated on (B)(6) 2016. This non-conformance is not relevant to the complaint condition since it concerns a documentation issue. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Therefore, we cannot determine what caused the user to experience the reported failure, a root cause cannot be determined at this time. A review into the mitek complaints system revealed one similar complaint for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).